Event description:
Information received with return of device notes that during the implant procedure, the patient's lung was punctured and the case was aborted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received